Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Six implants were placed in class IV bone during a highly complex procedure in which a sinus graft with simultaneous implant placement was done. Implant in site #3 was removed approx 6 months post-op. The placement of the graft and implant was done as a 2 stage procedure which later dehisced. The clinician attibutes the failure to this, the 14mm implant is not a failured implant. The clinician attrempted to place it at a different site at time of implant #3 removal. The bone cracked during the attempt at placement and the clinician subsequently removed the implant.